Event description:
There's a lung ablation procedure in this hosp. During the operation, the antennae were hard to deploy. Even when the doctor pushed the handle to 5 cm mark position, the antennae could only be deployed to 1 cm position. The ablation can't be finished as expected. It also caused pneumothorax on the pt.